Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - intermittent loss of capture was reported. The exact implantation date was not communicated to biotronik. No deterioration of the patient's state of health was reported. The pacemaker was explanted.

Manufacturer narrative:
After receipt, the pacemaker underwent a visual analysis. The inspection of the device showed scratches on the implant housing. The connection system of the pacemaker was examined mechanically. The screws and the spring elements of the lead connections were ok. Leads inserted in a test could be contacted with easy passage, low ohm values, and reliably. The drill hole dimensions were all within the dimensions defined by the is-1 standard. In an next step, the pacemaker underwent an electrical incoming goods inspection. The pacemaker was interrogated and the memory content analyzed. The analysis of the memory content showed proper device behavior. The implant switched to battery status "eri" on (B)(6) 2012. The battery state "eri" can be expected after an implantation time of 90 months. The pacemaker's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values in eri mode. There were no indications of a pacemaker malfunction. In addition, a long-term pacing test was performed. The pacing function showed no anomalies. The device was capable to provide therapy without restrictions. In summary, the device is ok and within specifications both in regard to the connection system and the electronics. The analysis showed no deviations from the specification that could be related to the clinical observation. There was no material defect or manufacturing error.